Event description:
It was observed during the device inspection, the gastrointestinal videoscope's air water channel and cylinder had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated where an additional reportable malfunction was noted where foreign material remained in air/water channel and air/water cylinder. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.